Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture.

Event description:
Healthcare professional reported left side "rupture, fluid around implant." Per ultrasound it was reported, "imaging finding may be related to capsular contracture", baker grade unknown. Device remains implanted.